Event description:
It was rpeorted that (2) devices were used during a laparoscopic tubal ligation. It was reported by the affiliate that the disarming mechanism is faulty on the 355ld and 578s. Another device was used to complete the case. There was no consequence to the pt.